Event description:
It was reported the footswitch started going on its own. No patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has not been returned for evaluation. Method: no testing methods performed (B)(4).

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was received for evaluation. The condition of the device showed no significant physical damages. The alleged complaint could not be verified or duplicated, as there was no fault found with the device. The footswitch was connected to the console and it functioned normally. The device was tested, passing all manufacturing specifications and has been returned to the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.